Event description:
Customer reported blood leak in the centrifuge chamber during buffy coat. Whole blood processed: 1460 ml alarm #7: blood leak (centrifuge chamber) happened. No blood was returned to the patient. Patient is stable, hemoglobin 14. Blood leak sensor was not damaged. Customer requires intervention of field engineer. Service order (B)(4) was dispatched to service instrument. Smart card data will be returned for investigation; photos will also be provided for evaluation.

Manufacturer narrative:
Batch record review of lot c104 was conducted. There were no non conformances related to this type of event for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected; however there is currently a CAPA ((B)(4)) opened to investigate cellex's blood leaks in the centrifuge chamber. The assessment is based on information available at that time of the investigation. The smart card data and photos were received for analysis; therefore, it can not yet be determined if this particular product met specification as it has not yet being returned by the customer for analysis. (B)(4).